Event description:
Procedure type: lap hernia repair w/tubal ligation. According to the reporter: the cannula cracked. Pieces fell into the cavity, some retrieved and a question remains if some still remain in cavity. Surgeon continued the case with the same cannula not noticing the device was cracked until it was removed at the end of the case. No patient injury was reported.